Event description:
The customer contacted the company's customer experience team via email to report that they believe they have an allergy to silicone after using the device for the first time. The customer reported having extensive known allergies/sensitivities, including benadryl, concerta, luvox, mucinex dm, prednisone, ritalin, tegretol, tosymra, triamcinolone, mometasone, blue star anti-itch ointment, micellar water, most deodorants, most lubricants, costume makeup, adhesives, latex, nickel, heat, dawn dish detergent, tide laundry detergent, cantaloupe, mango, shellfish, and goat's milk. As a result of the customer's multiple allergies, they take a regular dose of 360mg of allegra twice a day. After using the device over the course of two days the customer reported experiencing pain, itching, and hives on their vagina, vulva, and inner thighs within a few hours after inserting the device. The customer further reported that their symptoms resolved a few hours after removing the device, and that they did not seek medical evaluation or treatment. The customer stated that they had "experienced allergic reactions to medications in that area previously and knew how to handle it" and that their symptoms were alleviated by taking their regular allergy medications. The company advised the customer to discontinue their use of the device and follow up with their primary care provider or allergist to discuss the event. The submission of this report is not an admission by the company that the product in question caused or contributed to this event.